Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient overtime experienced recurring incontinence with his sling. An artificial urinary sphincter (aus) was implanted. There were no further patient complications.